Event description:
This case was reported by a consumer and described the occurrence of parkinson's disease in a pt who used polident dentur creme toothpaste for loose dentures. A physician or other health care professional has not verified this report. Concurrent medications included poligrip free denture adhesive cream. In the following month the pt was diagnosed with parkinson's disease. This case was assessed as medically serious by gsk. Treatment with polident dentu creme toothpaste was continued. The event is unresolved. Neither the lot number nor the product are available for testing. No corrective actions have been required based on this report.